Manufacturer narrative:
PMA/510(k) #: k162717. Device evaluation: the evo-fc-r-20-25-10-e device of lot number: c1466082 involved in this complaint was not returned therefore a document based review will be performed. Lab evaluation: n/a. Documents review including IFU review: prior to distribution all evo-fc-r-20-25-10-e devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-r-20-25-10-e device of lot number c1466082 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1466082; upon review of complaints this failure mode has not occurred previously with this lot # c1466082. The instructions for use which accompanies this device instructs the user to, "visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause could not be determined from the limited available information. A possible root cause could be attributed to the patient anatomy. It is possible that the introducer was in tortuous position due to patient anatomy causing difficulties in stent deployment. However, as the device was not returned for evaluation. The cause of this complaint could not be conclusively determined. Summary: according to the initial reporter, the patient outcome is unknown. Customer complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The doctor attempted to use evofc r 20-25-10e lot number: c1466082. The stent did not release.